Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had issues with blood at site. Customer inserted in thigh. Customer had high blood glucose of 450 mg/dl and believed it was due to blood at site. Customer also forgot to take a bolus at dinner, which also caused high blood glucose. Site was not infected and customer was not taking medication which caused bleeding. Insulin pump would be replaced per customer's request.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.